Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited an out of range impedance measurement. Sensing was found to be appropriate but there was no capture at maximum output.the patient will be seing their physician and the lead will most likely be replaced. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been received that this lead was surgically abandoned. There were no additional adverse patient effects reported.